Event description:
Caller indicated the relion prime meter was giving high readings. Customer said that last night she got a reading of 262 and took ½ of metformin. An hour later she tested again and got 143. She felt that was not right because she was feeling confused, disoriented and shaky. She got scared, called a neighbor and she kept testing throughout the night and continued to get high readings on prime meter when on her other meter the readings were low. She did compare reading and got 156 on the prime and 71 on other meter within minutes so after that she decided not to use the prime meter any more. She started eating cereal and drinking sugar with water to bring her glucose back up. She waited throughout the night to get her sugar to come back to 119. She does not have any control solution to test her prime meter. Technique is good. She stores meter and strips in bedroom. She said that normally her glucose goes down in the evening but when testing on prime meter would give high readings. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification. Customer did not return product.